Manufacturer narrative:
As the field representative was not present for the explant procedure, the products could not be collected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was exhibiting premature battery depletion as a result of high threshold measurements on the left ventricular (lv) lead. During the revision procedure for the lv lead, the physician identified insulation damage on the right atrial (ra) lead. As a result, the physician elected to explant the entire system. The next day, a new system was successfully implanted. No additional adverse patient effects were reported.